Manufacturer narrative:
The insulin pump had a cracked case at display window corner, cracked battery tube threads, reservoir tube lip, minor scratches and cracked display window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was completely off. Blood glucose was 134mg/dl. Insulin pump will be returned for analysis and a replacement pump will be sent to the customer.